Event description:
It was reported by the customer "we needed to replace line, the "hub" was leaking only when a connector was applied, the syringe attached directly to the hub did not produce any kind of leaking with flushing. However, when the connector was applied, it was noted to leak around that connection with any kind of flushing.¿

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp1128 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (regp1128) have been reported from the same facility.